Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed

Event description:
It was reported that versacross connect laac (vcc) access solution was selected for use. During opening the versacross connect, wire had appeared bent. It was tried to advance bent wire through the dilator and sheath, and it would not advance. However, another connect was opened and utilized. After post implant it appeared that the device shifted proximal exposing 1/2 or greater on the mitral side. Prior to release, compression range was 10.8-19%, there was originally a 1/3-1/2 a shoulder in 2 views and 1/3 of a shoulder in two views. Two good tug tests were demonstrated good tissue engagement. Implanter struggled with depth due to distal pectinate and a narrow anterior lobe. They watched the device for about ten minutes without further change and re-measured the compression which still showed 10.8%. Patient was admitted overnight and a surface echo will be completed in the am. The procedure was completed successfully by using different device, same model.